Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device also had a minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was at the beach and the insulin pump was exposed to moisture. The customer stated the device was in a cooler. He stated the device was not dropped but there was fluid under the lcd display. Blood glucose value was 178 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.